Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. The platform's archive data was corrupted and could not be downloaded. However, the platform and diagnostic service pc communicated momentarily, and apvision3 software identified system error 139 (unable to hold compression position). The root cause of the system error was the drivetrain motor brake gap being too wide, out of specification. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. Investigation revealed that the drivetrain motor brake gap was too wide, out of specification, which triggered the system error. The brake gap was adjusted within the specification to remedy the fault. Subsequently, the autopulse platform successfully passed a run-in test using the large resuscitation test fixture (lrtf) for approximately 25 minutes. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that during patient use, the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR." The customer tested the autopulse platform with different batteries, but the issue persisted. The second autopulse platform was deployed. No consequences or impacts on the patient.